Manufacturer narrative:
Complaint conclusion: the balloon of the 6x60mm saber pta balloon catheter (bc) took three minutes to fully deflate. The procedure was completed after use. There was no reported patient injury. The patient was a male but his age was unknown. The target lesion was the right iliac artery. The lesion was not calcified and not tortuous. The rate of stenosis was 90%. There was no difficulty removing the saber pta catheter from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and whether the brand of indeflation device was used successfully with other devices were unknown. A non-cordis 6f sheath introducer was inserted and a non-cordis guidewire was crossed the lesion. The saber pta catheter was delivered to the lesion. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. The balloon was inflated for a pre-dilatation; however, the inflation took thirty seconds to reach the nominal pressure, and the user attempted to deflate the balloon. It is unknown what the maximum inflation pressure was, if leakage was noted, if the balloon maintained pressure, or if the balloon appeared normal when inflated. However, it took three minutes to finally deflate the balloon. The amount of the contrast media was appropriate. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon re-wrapped properly. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The procedure was finished successfully. There was no reported patient injury, and current status of the patient is unknown. The device was returned for analysis. A non-sterile unit of a saber 6mm x 6cm 155cm bc was returned with an unknown stopcock attached to the catheter hub. Per visual analysis the saber balloon had been inflated and deflated. No other anomalies were noted. Per functional analysis the balloon was inflated to nominal (eight atmospheres) and rated burst pressure (16 atmospheres) and successfully deflated per the specifications. Cross-sectional analysis of proximal balloon seal/transition seal/hub was not performed due to functional analysis successfully achieved on unit. A device history record (DHR) review of lot 17387955 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty-partial or slow¿ and ¿balloon inflation difficulty-partial or slow¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Apply negative pressures to the balloon for about 30 - 85 seconds until the balloon is deflated. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ the device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). The device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the 6 x 60 mm saber pta catheter took three minutes to fully deflate. The procedure was completed after use. There was no reported patient injury. The device will be returned for analysis. The patient was a male but his age was unknown. The target lesion was the right iliac artery. The lesion was not calcified and not tortuous. The rate of stenosis was (B)(4). There was no difficulty removing the saber pta catheter from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and whether the brand of indeflation device were used successfully with other devices were unknown. A non-cordis 6f sheath introducer was inserted and a non-cordis guidewire was crossed the lesion. The saber pta catheter was delivered to the lesion. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. The balloon was inflated for a pre-dilatation; however, the inflation took thirty seconds to reach the nominal pressure, and the user attempted to deflate the balloon. It is unknown what the maximum inflation pressure was, if leakage was noted, if the balloon maintained pressure, or if the balloon appeared normal when inflated. However, it took three minutes to finally deflate the balloon. The amount of the contrast media was appropriate. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon re-wrapped properly. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The procedure was finished successfully. There was no reported patient injury, and current status of the patient is unknown. The product was clinically used.